Event description:
It was reported that the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure the patient's blood pressure dropped. A transthoracic echocardiogram showed that the patient had gone into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed on the patient. Fluoroscopy imaging showed that the closure device position was unchanged. The patient was started on multiple pressors and inotropes which helped the patient's blood pressure and cardiac rhythm return to normal. However, shortly after recovering the patient's blood pressure dropped again and CPR needed to be reperformed before the patient recovered again. The patient received CPR on three different occasions before they eventually stabilized with normal blood pressure and heart rate. The patient was intubated and transferred to the intensive care unit (ICU) to recover from these events. The patient was extubated the next day and transferred out of the ICU. They are doing well with no deficits due to the events that occurred and continuing to improve.